Event description:
The rptr did consecutive blood glucose tests. Readings were 74, 68, 41 and 60 mg/dl. Details of the tests were not provided. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Attempts to obtain add'l info from the rptr and followup contacts have not been successful.